Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from USA for servicing. During servicing it was found that the device had a clogged rasp with no irrigation. The device was not used during surgery and did not cause surgical delay. It is unknown if injury or medical intervention occurred. There is no additional information available.